Manufacturer narrative:
Initial.

Event description:
It was reported a user experienced an intermittent lapse in sensor data from a dexcom g7 continuous glucose monitor (cgm) sensor that was paired with the ilet, after which glucose levels reappeared; the agent explained the lapse was likely due to intermittent bluetooth communication loss. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure, with involvement of the electrical and magnetic domain and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.